Event description:
Lifepak 35 has multiple module failures. Spo2 failure, etco2 module failure and nibp module failure. All modules are displaying xxx on the screen of the lifepak 35. This is the second time this has happened to this same device. Stryker pro care services evaluated the device after the first on screen failures and the device was back in service on an ambulance for 5 days. Device is currently out of service waiting for a stryker technician to evaluate the device. Patient code: 4582. Device codes: 3005, 1184. Reference report: mw5175292.